Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The display unit was replaced. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 12/12/17 phone call, 12/13/17 phone call, 12/15/17 phone call. (B)(4).

Event description:
The hospital reported that, during a case, the unit had a system failure. There was no reported patient injury.